Manufacturer narrative:
E.1. Address was not located, and il was used. Device evaluation: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2465-0007 and lot# 25116247 was performed. The search showed that a total of(B)(4) units in 1 lot number was built on 25 nov 2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris smartsite pump infusion set was damaged. The following information was provided by the initial reporter: rn noticed the patient's IV epoch bag was leaking. Upon closer inspection, the rn noticed the 0.2 micron filter was cracked. The IV epoch bag was brought down to the central pharmacy, and the chemo technician replaced the infusion set. Item description: set chemo tubing low sorb w/0 mfg #: 2465-0007 lot #: 25116247 quantity affected: 1 ea. Was there injury: reached the individual but did not cause harm